Event description:
S/p laminectomy with insertion of plates and screws, date unknown. Removal of plates and screws, with one screw found to be broken, due to complaint of pain . Items decontaminated and given to pt per surgeon.